Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported intermittently the system displayed white images. No report of pt injury.